Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After suctioning the thrombus with a non-bsc aspiration catheter, a 3.00mmx30mm emerge¿ balloon catheter was advanced but strong resistance was met with a non-bsc guidewire in the guide catheter. The device was difficult to advance and the device became stuck. The device was removed together with the non-bsc guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.